Event description:
It was reported by the rep that the (1) lcsc5 was used during a laparoscopic cholecystectomy procedure. It was reported that the device worked for ten minutes and then stopped. A test tip was tried and it worked outside of the body. The case was completed with cautery and there was no pt consequence.